Manufacturer narrative:
The device was not repaired.

Event description:
It was reported that a cassette has melted inside the fluid warmer and is not removable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.